Manufacturer narrative:
MDR 1219913-2024-00385 was initially filed on 16-aug-2024. Additional information 21-aug-2024: siemens has concluded the investigation. A united states (us) customer reported an observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 104. The system log files were reviewed which included reagent trace file and sample trace reviews. It was concluded with these reviews that there was no evidence of a hardware issue that was impacting the delivery of tnih reagents and 100ul of sample respectively. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, all vacuum system troubleshooting was performed by the cse, secondary vacuum was set, fittings to waste bottles were cleaned, wash stations, probes and probe guides were removed and cleaned. Buildup from the underside that was encroaching toward the cuvette area and under wash station 1 were cleaned, and sample probe alignments to the track were performed. The auto check was passed, and all qc were within acceptable limits. Return of the sample and any additional investigation are not possible due to irreproducibility of the affected sample. The cause of the discordant result was related to system maintenance and the reported issue was resolved by standard service actions; the customer is operational, and no further action is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
A united states (us) customer reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 104. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is evaluating this issue.

Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 104. An initial elevated atellica im tnih result was obtained for a 74-year-old male patient. Another sample drawn two hours later produced a much lower result (below assay measuring interval). Following this observation, the initial sample was re-tested on the same instrument, and a result below assay measuring interval was obtained. The sample was re-tested an additional five times, and each time a similar low result was produced. The lower results were considered correct by the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment resulting from the observed result discordance.